Manufacturer narrative:
The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bends and a tear in the shaft. The inner components of the catheter were exposed due to the tear in the shaft, consistent with over-torqueing the catheter during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured and splitting the blue shaft with exposed internal wires was due to the catheter being over torqued during use.

Event description:
This report is to advise of an event of a shaft material tear observed during analysis.